Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4).

Event description:
Literature article entitled, ¿behavior of hylamer polyethylene in hip arthroplasty: comparison of two gamma sterilization techniques¿ by s. Stea, et al, published by international orthopaedics (20016), vol. 30, pp. 35-38, was reviewed for MDR reportability. The aim of this retrospective study was to compare two groups of patients, one in which hylamer acetabular liners sterilized by gamma radiation in air had been inserted and the other in which hylamer acetabular liners sterilized in a nitrogen atmosphere had been implanted. Patients were implanted with duracloc acetabular cups with hylamer polyethylene liners sterilized with either gamma radiation air or gamma radiation in a nitrogen atmosphere. The results were retrospectively reviewed for wear rates and osteolysis. Group one had a total of 24 cases of radiographically identified periacetabular and 25 proximal femoral osteolysis. Group 2 had 7 cases of radiographically confirmed periacetabular and 16 cases of proximal femoral osteolysis. There were 8 revisions in group 1 and 2 revisions in group two, all related to polyethylene wear. The authors do not identify the manufacturer of the femoral components nor do they indicate whether the duraloc cup was revised. There were no further complications or revisions within the text of the article. The osteolysis was identified both intraoperatively and via serial radiographs.